Manufacturer narrative:
.

Event description:
After his last recharging session the pt experienced a shocking or jolting sensation at the implantable neurostimulator location. There was no known accident or incident related to the complaint, although the pt was fairly active, used an elliptical cardio machine, and is a restless sleeper. Impedance values were too low and out of range. The pt's status was good and he was at the clinic at the time of the report. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.